Manufacturer narrative:
Results of investigation: a visual and functional test was carried out by the assessment department of kst. The handle and housing show signs of wear. The vertebra is crushed. The angle cover is mechanically damaged and leaking as a result. The endoscope shows no image. Additionally, the endoscope was sent to kse for an 8d report: kse confirms damage to the vertebrae and angle cover. However, the lack of image output could not be confirmed; the image was present. The error described by the customer " no image" could be confirmed by kst not by kse. The reason for the image failure was liquid that had penetrated through the damaged angle cover. This affected the electronics so that no image was output. Once the moisture had evaporated, the electronics worked again and the image was restored. For this reason, kse could not confirm the image failure. Based on these observations, the reported failures[?]image loss and angle cover leak[?]can be attributed to improper maintenance and handling. No further corrective actions are recommended currently. The above conducted investigations did not reveal a root cause related to the labelling, the device or its history. All production related quality checks were passed, and no non-conformities were identified in the devices manufacturing records. The labelling was found to contain adequate instructions and warnings. The complaint history did not reveal any pickup in similar complaints, no trend was identified. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
The event occurred in china. It was reported that "the distal rubber cover is leaky, no image". No negative impact in state of health reported.

Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Correction to section g3. The event is filed under internal karl storz complaint ID: (B)(4).